Event description:
It was reported that (1) tlc10 was used during an unknown procedure. It was reported by the rep that the stapler misfire. The case was completed by hand suture. There was no consequence to patient.